Event description:
The customer reported that system displayed multiple error messages that prevented the system from making exposures. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. All workstation circuit boards were reseated. The system was then found to be operating as intended.